Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that stimulation never reached the patient¿s back where it was supposed to. The patient was implanted for their back and legs, but the stimulation only reached the patient¿s legs. Additional information was received from the healthcare professional (hcp). The cause of the stimulation never reaching the patient¿s back was due to the battery being depleted because they did not charge it correctly. The actions taken to resolve the issue included teaching/patient education. The hcp stated that they may need to replace the battery. Additional information was received from the patient on (B)(6) 2018. They were calling to provide an update regarding their situation. The patient stated that there are no new updates. The patient is still in pain and despair. They saw their hcp who made some recommendations but they are not working for the patient. Additional information was received from the healthcare professional (hcp). It was reported that the device was not replaced. The pain was over the lead anchor area. The device was removed. No further complications were reported.